Event description:
Information received indicates that during bypass reduced oxygen gas transfer was noted. The unit was changed-out during the case with no reported consequence to the patient.

Manufacturer narrative:
Analysis: the product has not been returned to manufacturing for analysis. Without product return, review is limited and no results can be provided. Event information shows the low po2 reading noted by the hcp was not improved by increasing fio2, resulting in product change-out during the case. Conclusion: no patient event and no product return; an exact cause cannot be determined for the reported product problem.